Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history was not reviewed because the lot number is not know. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that misuse of electrodes may cause patient burns. The IFU also advises the user to make sure the skin is dry, i.e. Free of water, sweat, alcohol, etc. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. Electrodes must be used before date indicated on the package. Do not use if packaging appears compromised. Do not open package until just prior to using the electrodes. Do not use if conductive polymer gel is dried out. Do not apply the electrodes over broken skin. If the electrode does not adhere properly to the patient, apply a new pair. Do not re-apply if removed. This issue will continue to be monitored through the complaint system to assure patient safety. Device discarded by user.

Event description:
The customer reported that the device, 2001z-pc, padpro:zoll dc;transparent,pc (10/cs), was used for an unknown reason on (B)(6) 2021 when it was reported ¿conmed pad pro 2001z-pc defibrillator pads attached to zoll r-series defibrillator. Defibrillator displayed ¿poor pad connection¿ message between shocks. Nursing staff checked pad cords for proper connection, but did have to replace the pads during the event. After the event, staff did observe reddened areas on chest and back thought to be burns.¿. Further assessment questioning found that the patient sustained a 1st or 2nd degree burn. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury due to possible 2nd degree burn.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device discarded by user.

Event description:
The customer reported that the device, 2001z-pc, padpro:zoll dc;transparent,pc (10/cs), was used for an unknown reason on (B)(6) 2021 when it was reported ¿conmed pad pro 2001z-pc defibrillator pads attached to zoll r-series defibrillator. Defibrillator displayed ¿poor pad connection¿ message between shocks. Nursing staff checked pad cords for proper connection, but did have to replace the pads during the event. After the event, staff did observe reddened areas on chest and back thought to be burns.¿. Further assessment questioning found that the patient sustained a 1st or 2nd degree burn. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury due to possible 2nd degree burn.